Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff moved the patient to another room, where physician completed the procedure without further incident. Customer did not provided patient or procedure info other than to state the patient is fine.

Manufacturer narrative:
Covidien field service engineer (fse) confirmed report of system misalignment which engaged the safety interlock and did not allow fluoro. Fse evaluated the misalignment problem and found a corroded image intensifier transducer amplifier board. Fse replaced the board, adjusted tube and image intensifier alignment settings. Fse then determined the table was still not tracking correctly with tube, and fse told customer they may need the image intensifier transducer replaced. The customer declined the image intensifier transducer part replacement at this time since the table was working and aligning correctly at the foot end, but just not as well at the head end. Fse verified proper operation using service manuals.